Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive for approximately 5 minutes when the customer was attempting to unlock the pump. Reportedly, the touchscreen began functioning as intended again. Customer's blood glucose level was not impacted.